Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). After pre-dilatation was performed using a 2.5mm balloon, a 3.0x32mm synergy stent was deployed. Post-dilatation was then performed three times using the delivery balloon and a 3.00mm x 15mm nc emerge balloon catheter was used for additional post-dilatation; however, during the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.0/15mm non-bsc device. No patient complications were reported.